Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.2 experienced a drawer failure. The rss status showed the es station as online. The user attempted to recover the drawer and restarted the station, but the drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that storage space main drawer 3.2 failed but not shown on the list to recover. A field service engineer (fse) performed a reboot, and the drawer was successfully recovered. The system functioned as intended after the field service engineer troubleshot the device.